Event description:
The event involved a chemoclave® bag spike where it was reported when the nurse started a cyclophosphamide infusion, about one minute later the medication began to spray out through the spike. It did not get on the patient or self. The nurse promptly removed the medication bag from the IV pole. Upon removal the spike completely broke in half. Evs not contacted, because they do not have evs on staff. Pharmacy tech assisted with the spill. Tech completely disinfected area, patient moved to a different chair. Pharmacy remade the medication and treatment completed successfully. Items placed in spill kit. Md team notified. There was patient involvement and no patient harm as there was no chemo exposure to patient.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Only di provided as lot number is unknown.